Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device could not be completed. The lot number of the disposable handle was not provided, therefore a device history could not be performed. All handpieces meet all qa specifications when they are released. Complications associated with patss are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: general warnings: patients who undergo endometrial ablation procedures who have previously undergone tubal ligation are at increased risk of developing post ablation tubal sterilization syndrome which can require hysterectomy. This can occur as late as 10 years post procedure. Other adverse events: post-ablation tubal sterilization syndrome. Device was not returned.

Event description:
A patient with history of tubal ligation and aub underwent an uneventful minerva ablation procedure. Approximately 3-4 months later the patient started experiencing lower abdominal pain. Diagnostic laparoscopy was performed and the patient was diagnosed with hematosalpinx, which was drained during laparoscopy. Patient fully recovered and was discharged.